Event description:
It was reported by the customer's father that the customer had low blood glucose levels. Customer's father stated that he thinks the pump is giving his son more and his doctor dialed down the pump setting. Customer's blood glucose level went down to 50 mg/dl. Customer took off his pump completely. Customer was given 15 carbs and his blood glucose level went to 300 mg/dl. Customer's father does not have the pump with him. The doctor changed the basal in half. Customer went to bed and his blood glucose level changed from 135 mg/dl to 50 mg/dl. Customer's blood glucose level should have gone up 100 points, but it was only 49 mg/dl. Customer was given a cookie and coco puffs and his blood glucose level went up to 300 mg/dl. Customer's father does not trust the pump at night. Customer's site is changed every 2 days. Customer's father will call back when the pump is available so that it can be replaced. No further assistance required.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.